Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient experienced a "gradual worsening of symptoms" in the few weeks prior to the report. It was noted that "they suspected that both of the patient's implantable neurostimulator (ins) batteries were dead." It was noted that the patient had "started to have long freezing episodes" and this had not occurred during the past few weeks. It was noted that the patient had a "marked increase in his symptoms and complications on (B)(6) 2012." It was noted that the patient was "hospitalized due to his tremor and developed dysphagia and swallowing difficulties." It was noted that the patient had a feeding tube placed. It was further noted that "both ins were unresponsive to the patient programmer and no battery lights for the ins would light up." It was noted that the patient was last seen by his physician in (B)(6) 2012 and "there weren't any concerns about ins batteries at that time and they didn't anticipate having the batteries deplete yet." It was noted that the patient's wife was "concerned about the patient having prophylactic antibiotics before the feeding tube was placed." It was noted that the both of the patient's ins devices were going to be replaced, but the date had not been scheduled. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type; extension product ID 3389-40, lot # j0217159v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot # j0216846v, implanted: (B)(6) 2002, product type lead.